Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been receiving a blank display. During blank display troubleshooting, the customer is calling back after receiving a replacement battery cap, after pump rest and it still did not resolve the issue. Her blood glucose is around 184 mg/dl. She was advised that the insulin pump would need to be replaced, to discontinue use of the pump and revert to a backup plan per her doctor¿s orders. The pump will be returning for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit was received with minor scratched display window, case and keypad overlay.